Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle safety mechanism was difficult to activate. The following information was provided by the initial reporter: material #unknown; lot #unknown. I received boxes of 25 g 1" needles today (thank you xxx); however, I noticed they are the safetyglide ones, and not the eclipse samples. Just fyi, we had a needle stick incident with the safetyglide needle due to safety device malfunction.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.